Manufacturer narrative:
The device was returned for analysis. The reported tip material separation and the reported premature activation were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling when the device was being wiped resulted in the reported tip material separation/noted tip, tip lumen and tip jacket separations and the noted tip lumen kink; thus resulting in the reported/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during prep of the 5.5x40 mm supera self expanding stent system (sess), when the device was being wiped, the nose cone was inadvertently pulled off and the stent prematurely deployed and was discarded. There was no patient involvement. A new supera sess was used to complete the procedure. There was no clinically significant delay. No additional information was provided.